Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi, 275 mg/dl, and 263 mg/dl. A result of 129 mg/dl was also obtained on professional's device within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.